Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2007. Two minutes into the therapy cycle, there was sudden pressure loss and the balloon catheter was reported to have burst. The case was aborted with no patient consequence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly.